Manufacturer narrative:
(B)(4).

Event description:
A mach 1 6f jr4 guide catheter was initially reported and correct device should have been a 6f runway jr4 guide catheter.

Event description:
It was reported that during a coronary stenting procedure, a vessel spasm occurred. The patient presented with stable angina. The 20% residually stenosed lesion was located in a right coronary artery (rca). The mach 1 6f jr4 guide catheter was used to provide coronary arteriography of the rca. The stenosis was catheter induced spasm and kinking. The procedure was completed with another of the same device. No patient complications were reported and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).